Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from the technical support team to reset the pump, which successfully resolved the issue, allowing the customer to continue using the pump. The customer was advised to contact technical support if the problem reoccurs, and they acknowledged this advice.